Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 80 bd¿ syringes with bd luer-lok¿ tip were found with foreign markings on them before use. The following information was provided by the initial reporter: "on 05-oct-2020, during the incoming inspection of material 300030264 (05-8024) from batch 0245054 of 180,000 cannulas received, our incoming inspector identified tool marks on the samples pulled for evaluation. The inspector identified 80 out of 80 samples with tool marks, and only once cannula of the 80 samples pulled had raised metal at the tool mark. All 80 pieces had the tool mark on the bottom part of the needle".

Event description:
It was reported that 80 bd¿ syringes with bd luer-lok¿ tip were found with foreign markings on them before use. The following information was provided by the initial reporter: "on 05-oct-2020, during the incoming inspection of material 300030264 (05-8024) from batch 0245054 of 180,000 cannulas received, our incoming inspector identified tool marks on the samples pulled for evaluation. The inspector identified 80 out of 80 samples with tool marks, and only once cannula of the 80 samples pulled had raised metal at the tool mark. All 80 pieces had the tool mark on the bottom part of the needle".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-30. H6: investigation summary: a device history record review was performed for provided lot number 0245054. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 80 samples and 3 photos were received for evaluation by our quality team. Through visual examination of the sample, no defects were observed. An inspection was performed using a 30x miscroscope and there was a mark 1/8" from the hub needle. The mark varies in length; the location is consistent. No sliver was possible to observe; it could be that is not there anymore, or special equipment is required be able to observe it. No other defect or imperfection was observed. 3 photos were provided that appear to be taken with a 1000x+ magnification or similar magnification. One photo shows the needle with a mark and the other two photos a needle with a mark and what appears to be a sliver. Parts were inspected at the needle assembly cannulator finding no evidence that this damage could have occurred, nor at the cannula processes. Also during the investigation, assembly set ups were interviewed to find out if any adjustment could have induced the imperfection reported however an exact cause for this defect could not be determined. The cause for this defect could have resulted from a jam causing imperfections. Further action has not been determined necessary at this time. H3 other text : see h.10.